Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was returned deployed. The plunger with the anterior needle tip, suture with posterior needle tip, link and cuffs were not returned for evaluation. Analysis of the device found the returned body of the device, lever, foot, guide and sheath with no damage detected that would contribute to the reported suture breakage. Both ends of the foot were examined and there were no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. There was no manufacturing or quality inspection issue detected. A review of the device history record did not reveal any nonconforming material records associated with this lot. In review of this incident, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device #1 proglide, is being filed under a separate manufacturer report number.

Event description:
It was reported that a physician using the perclose proglide device attempted arteriotomy closure of a scarred femoral artery after an interventional procedure. Reportedly, the suture broke when the needle plunger was pulled for removal. The device was removed and a second proglide device was attempted but with the same results. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.